Event description:
The manufacturer received information alleging a ventilator failed a step during testing. There was no harm or injury reported. The ventilator was returned to the manufacturer for evaluation and the customer's complaint was confirmed. The device's sensor board needs to be replaced to address the issue. The device was found to be contaminated with dirt.

Manufacturer narrative:
The estimate was rejected and the device scrapped per the customer request.